Event description:
The customer reported that their sony display is shutting off after running for a few minutes. Customer replaced display with spare. No product is being returned. There was no report of any pt harm as a result of the reported events. (B)(4).

Manufacturer narrative:
The customer confirmed that the display failed. The sony display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - customer confirmed display failure.